Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361). As found condition: the solitaire x revascularization device was returned for analysis within a shipping box, within an opened solitaire x outer carton (b048334), and within an opened solitaire x inner pouch (b048334). Visual inspection/damage location details: no bends or kinks were found with the solitaire x pusher or marker coil. No irregularities were found with the stent attachment zone (proximal marker). The stent non-working (tear drop) length struts were found to be in good condition. However, a wire was found constricting the stent¿s working length struts. The wire appears to be rounded and of a continuous length. Testing/analysis: a sample of the rounded wire was sent out to element labs for sem/eds (scanning electron microscopy / energy dispersive spectroscopy) analysis. Per the analysis report, ¿typical eds spectrum collected from the wire surface. The elements detected are indicative of a 304 type stainless steel.¿ the od (outer diameter) of the rounded wire was measured by the lab to be 37.8m (0.0015¿). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿pushwire break/separation¿ could not be confirmed as no breaks or separations were found with the returned device. However, the customer¿s report of ¿kink/damaged¿ was confirmed as a wire was found constricting the stent¿s working length struts. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. (Tr-nv13355 solitaire and wire entanglement). Based on the previous formal investigation conducted, the dimension of this round wire established a unique association with sofia catheter¿s inner coil design. It is likely the round wire originated from the sofia catheter due to a likely compromised inner layer on the catheter. The investigation to date concludes that the root cause is associated with the sofia catheter. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent and pusher wire had damage. The patient was undergoing surgery for ischemic stroke treatment in m1-m3. It was noted the patient's vessel tortuosity was moderate. The parent vessel was the middle carotid artery with a diameter of 2.5mm, branch vessel was 2mm. Stroke onset to reperfusion time was 2 hours. Mrs baseline was 2, mrs during procedure was 2. Nihss baseline was 16, it was 4 post procedure. Tici score was 0 baseline and was 2b-3a post procedure. IV tpa was not contraindicated, one pass with the device. Medical history included that they were a cardiac patient. It was reported that after the first pass of the stent, this was found with a crushing of the proximal region and was a dismemberment/loosing part of the pusher wire. The stent damage occurred during the procedure in the proximal part of the pusher wire. No resistance was encountered. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices were prepared as indicated in the IFU.  Ancillary devices include a phenom 21 x 160cm microcatheter and a sofia plus 6 fr x 125cm distal access catheter.